Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion procedure at l3 to s1 using rhbmp-2/acs on (B)(6) 2012. Patient's post-operative period has been marked by severe low back pain accompanied by pain, numbness, and weakness throughout his lower extremities and low back pain that radiates into his lower extremities. Patient describes sensations of numbness and pain throughout his legs. He feels generalized weakness in his legs, is unable to stand for extended periods of time, and ambulates with the assistance of a cane.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative lumber disk disease l3-5, l4-5 and l5-s1 with mechanical back pain and left lower extremity radiculopathy and underwent the following procedures: l3-4, l4-5 and l5 sacrum anterior lumbar discectomies with interbody fusion using precision femoral ring allograft and bone morphogenic protein. L3-4, l4-5, l5-s1 anterior instrumentation using locking screws and washers. Left l5 hemi laminectomy with decompression l5 and s1 nerve roots. L3 to sacrum, bilateral posterolateral spinal fusion using allograft bone reconstituted with iliac crest bone marrow aspirate and bone morphogenic protein. L3 to sacrum transpedicle spinal instrumentation. 6) c-arm fluoroscopy for less than 1 hour. A 360 degree anterior posterior spinal fusion from combined anterior and posterior approaches.